Event description:
This is a case reported by a foreign country about an incident: the device performed three hd treatments before the operator removed it from the service and gave the report to the biomedical technician. In the three treatments the device removed 500-600 g more than the uf target programmed by the operator. This report is the first of three treatments. The facility has not shared any further info.

Manufacturer narrative:
The field service technician performed an evaluation of the device on-site. During the assessment, the device alarmed during the self-test. Transmembrane pressure (tmp) unstable. The technician changed the uf flow meter diaphragm and calibrated the uf. No problem was detected in the hydraulic of the system (no leaks or defective parts). The device was placed back into service. No further issues have been reported. This device was installed 8-8-2007 and no anomalies related to the uf had been reported. Baxter is monitoring issues like this. Should significant info become available a follow up report will be submitted.